Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-15306. It was reported that the patient presented for a routine generator replacement procedure. It had been noted that the pacing thresholds of the right atrial and right ventricular leads had been increasing over the last two years, so the physician decided to explant and replace the leads during the procedure. The patient was in stable condition throughout.